Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test her blood glucose due to "set" message displayed on the adc blood glucose meter after she changed the battery of the meter. Customer further reported she was rushed to hospital and received unspecified treatment. No further information was provided and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.